Event description:
A customer reported that the adc device would not power on with button or test strip. The customer experienced a loss of consciousness, however, indicated they were able to self-treat with "insulin and other remedies." No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button or test strip. The customer experienced a loss of consciousness, however, indicated they were able to self-treat with "insulin and other remedies." No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was returned was investigated. Visual inspection was performed on returned reader and observed reader to be damaged due to use related issue. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, issue is not confirmed to use. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button or test strip. The customer experienced a loss of consciousness, however, indicated they were able to self-treat with "insulin and other remedies." No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspection has been performed on the reader and a crack was observed on the reader casing due to use related issue and this damage was affecting the reader's functionality. Therefore, issue is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in follow up report #1. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.